Event description:
During a procedure, four spin screws had broken under the head during insertion into the bone. There are two screws having the same product ID 112013 and same lot number eogm. This MDR is linked to MDR 9615741-2006-00008, MDR 9615741-2006-00009.